Event description:
It was reported that during a laparoscopic colectomy procedure, the device was used to cut the bowel. An error 5 was displayed. Then the nurse wiped the blade outside the patient, the blade was broken off. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.